Event description:
Caller reported a malfunction on pump, and it was confirmed that the error displayed was malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer acknowledged instructions provided by cts, including putting pump into storage mode before sending it back to tandem and returning problematic pump via ups within 10 days. Cts completed necessary form on customer¿s behalf and arranged for shipment of a replacement pump, which was sent without a requirement for signature upon delivery.